Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection. The reportable malfunction of no image was confirmed, with the cause of depressed cable unit and loss of water tightness. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device malfunctioned during an unspecified therapeutic procedure, showing no image and only a black screen. There was no report of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if addition information is received.

Event description:
It was reported that the subject device malfunctioned during an unspecified therapeutic procedure, showing no image and only a black screen. There was no report of patient harm.